Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the entire pacing system was explanted and replaced due to pending erosion and pocket infection. No further patient complications have been reported as a result of this event.